Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant surgery there was significant difficulty trying to perform the pre-surgical evaluation. It was noted that the EKG technician had difficulty getting the correct format required to perform the screen to allow for choosing the optimal sensitivity level. Ultimately, only the supine position was able to be done due to the time taken with the EKG technician attempting to configure the format correctly. The heart beat was unable to be detected during the surgery, but the sensitivity was set to level 3, and the device was implanted. Attempts for additional relevant information have been unsuccessful to date. Review of the generator device history records confirmed that all quality specifications were passed prior to distribution.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
The patient was seen for follow-up and the device was able to be programmed. Although the surface ECG assessment was unable to be performed due to the patient refusing, the patient's heart rate was verified as being accurately captured at a sensitivity setting of 4 via use of an external monitor.

Manufacturer narrative:
Describe event or problem; relevant tests/laboratory data; corrected data: inadvertently did not include this information on the follow-up report #1.

Event description:
It was reported that the physician does not plan on doing the ECG workup. He provided a copy of his programming history for the patient for review. It contained programming history from (B)(6) 2015 through (B)(6) 2015. Diagnostic results were all within normal limits; last one was on (B)(6) 2015. Tachycardia detection was programmed on. Heartbeat sensitivity levels three through four were attempted to verify heartbeat detection. Review of data shows that on follow-up appointment (B)(6) 2015 for the m106 generator sn: (B)(4), tachycardia detection was programmed on and tested at sensitivity settings 3 and 4. A follow-up appointment on (B)(6) /2015 showed that the tachycardia detection was still on and set to sensitivity level 4. A follow-up appointment on (B)(6) 2015 showed that the tachycardia detection was still on and set to sensitivity level 4. A follow-up appointment on (B)(6) 2015 showed that the tachycardia detection was still on and set to sensitivity level 4.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr); corrected data: on follow-up report #1, inadvertently listed date as 11/09/2015 instead of 12/04/2015.